Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the pump was now functioning as intended and the customer resumed insulin delivery successfully. Customer¿s blood glucose level was 149-169 mg/dl. No additional information was provided.